Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging coughing. There was no serious and permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices.the manufacturer received information alleging coughing. In previous report section b5 was incorectly mentionied ,"the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete". The device was returned and could not confirmed the customer allegation during device evaluation. In this report section b5, d9,h3,h6 has been updated/corrected .